Manufacturer narrative:
Conclusion: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely, taking into account the limited information and the only in situ measurement show all channels in high status. Reportedly re-implantation was carried out, but the device has not been received for investigational purposes yet. This is a combined initial and final report.

Event description:
Device explanted. The user is reported to have been re-implanted on (B)(6) 2018. Despite several requests, no further information nor the device has been received.